Manufacturer narrative:
No electrode lot numbers with expiration dates were provided. The field service engineer (fse) replaced all of the electrodes. The customer has had no further issues. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) and chloride (cl) on a cobas integra 400 plus analyzer. The initial cl result was 135 mmol/l with a data flag. The repeat result was 91 mmol/l with a data flag. The initial na result was 130 mmol/l with a data flag. The repeat result was 141 mmol/l.

Manufacturer narrative:
In addition to replacing all of the electrodes the field service engineer (fse) checked the reference electrolyte flow and found the reference electrode tube (sample path) was too narrow; the fse addressed this issue and reconnected and remounted the electrodes. The fse noted a missing o ring and salt bridges at the electrode block. The fse found that the installation time of the electrodes was not being tracked by the customer in the instrument software. It could not be determined how long the electrodes had been installed. According to the corresponding method sheet after installation, the electrodes are stable for the following time period: sodium electrode: 6 months. Potassium electrode: 6 months. Reference electrode: 2 years. Chloride electrode: 3 months. The intensive use of plasma samples will reduce the operational lifetime of the chloride electrode. The life span specified above applies to the determination of serum samples only. The electrodes should be replaced after this time period has expired. Therefore the service counter has to be set accordingly. After replacing the electrodes the instrument performed with no issues and no other questionable results were obtained.